Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
As reported, 2 years and 7 months post deployment of a 23 mm sapien 3 valve in the aortic position, the valve was failing. The failure mode was reported to be stenosis. A 23 mm sapien 3 ultra valve was implanted during a valve in valve procedure. No further information is available at the time of the report.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with the use of the bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper anatomical assessment, including the use of echo, aortogram and CT. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the reason for the sapien 3 valve stenosis 2 years and 7 months post deployment. To date, information regarding the patient (medical records, valve in valve op notes) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, with the limited information provided, the cause of the valve stenosis could not be determined. Investigation results suggest patient factors (cirrhosis of the liver, other comorbidities not specified) may have contributed to the stenosis and subsequent implant of a second valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted for correction of the clinical closure. This section has been updated. Per the instruction for use (IFU), valve stenosis is a potential risk associated with the use of the bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper anatomical assessment, including the use of echo, aortogram and CT. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the reason for the sapien 3 valve stenosis 2 years and 7 months post deployment. To date, information regarding the patient (medical records, valve in valve op notes) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, limited information was provided, the cause of the valve stenosis could not be determined. However, investigation results suggest patient factors (cirrhosis of the liver, other comorbidities not specified) may have contributed to the stenosis and subsequent implant of a second valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
During a recent administrative review, the complaint was re-opened to correct the clinical closure. A supplemental MDR is being submitted after further review of the corrected MDR. This section h11 has been updated. Per the instruction for use (IFU), valve stenosis is a potential risk associated with the use of the bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper anatomical assessment, including the use of echo, aortogram and CT. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the reason for the sapien 3 valve stenosis 2 years and 7 months post deployment. To date, information regarding the patient (medical records, valve in valve op notes) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, limited information was provided, the cause of the valve stenosis could not be determined. However, investigation results suggest patient factors (cirrhosis of the liver, other comorbidities not specified) may have contributed to the stenosis and subsequent implant of a second valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.